Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and identified that the host pc did not power on automatically, but instead required manual powering on for it to boot up. A philips field service engineer (fse) examined the system onsite and identified that external power voltage was high, additionally, the fse observed that the system was connected with other devices on the same transformer with allura, which is forbidden. The philips engineer advised the customer not to connect any other devices with allura to maintain a stable input voltage. After which, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up automatically. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.